Event description:
Have cleaned with so clean 2 for 3 years. I do have the new adapter which I purchased. But smell is so terrible I have to throw away hoses that were "cleaned". It's not the normal after use smell. I was actually throwing unit away and I thought I would research ozone cleaning machines again.